Event description:
The patient reported that the keypad buttons required multiple presses to activate desired pump functions. The patient reports the pump menu cursor is also scrolling. The issue had been happening for approximately 1.5 weeks and the patient did not see any damage or peeling to the keypad but says the symbols are worn. The patient is certain that all programming is correct on the pump. The patient denies cleaning the pump.

Manufacturer narrative:
The pump was returned to animas. The keypad buttons were intermittently activating pump functions when pressed. Adhesive was found under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.